Event description:
A clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc.

Manufacturer narrative:
The patient information was requested from the user facility. No information has been received to date. The date of the event was requested from the user facility. No information has been received to date. The date of event is provided as an estimate by arthrocare corp. Awaiting further information from the user facility to complete the investigation. The device has been retained by the user facility and will not be returned for investigation.